Event description:
On (B)(6) 2009 the pt reported that for the past "couple of weeks" his insulin infusion headsets are not properly adhering to his body. He stated this primarily occurs when he is outside working and sweating. He stated he uses antiseptic wipes prior to inserting his headset. Complimentary transparent dressing and a guide to infusion site management were sent to the pt. The pt was educated on the sandwich method. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was not available to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.